Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation it was noted that there were inappropriate automode switch episodes due to atrial lead noise. It was also mentioned that the patient had a fall recently.